Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Correction: d4.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6 (type of investigation, investigation findings, investigation conclusions). It was sent for the inspection and repair. The equipment department inspected the device and found no abnormalities. After retesting, it was returned to the department for use.

Manufacturer narrative:
Additional information: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when the customer was about to use the equipment to treat the patient, the cardiosave intra-aortic balloon pump (iabp) could not be turned on. No patient was involved.